Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was used during a stent placement procedure within the distal bile duct on (B)(6), 2010. According to the complainant, the patient had a 3 to 4 centimeter malignant stenosis in the distal bile duct as a result of cholangiocarcinoma. The stenosis was very tight; however no pre-dilation was performed. During the procedure, the user was unable to deploy the stent. It was reported that the outer sheath could not be retracted. The device was removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Investigation results revealed that the t-bar connector was detached from the outer sheath. As a result of the handle break, this event is now considered reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The clear outer sheath was kinked at approximately 5 mm proximal to the distal end of the clear outer sheath. The catheter was kinked at several locations along the length of the catheter. The blue outer sheath was accordioned between 37 mm and 40 mm distal to the proximal end of the blue outer sheath. The t-bar connector was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. There was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied as required during manufacture. During analysis, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was used during a stent placement procedure within the distal bile duct on (B)(6), 2010. According to the complainant, the patient had a 3 to 4 centimeter malignant stenosis in the distal bile duct as a result of cholangiocarcinoma. The stenosis was very tight; however no pre-dilation was performed. During the procedure, the user was unable to deploy the stent. It was reported that the outer sheath could not be retracted. The device was removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Investigation results revealed that the t-bar connector was detached from the outer sheath. As a result of the handle break, this event is now considered reportable.